Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the fiber had multiple breaks on the wire. However, a root cause for the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the laser exhibited an issue with 2 fibers. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.